Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, there was a pin hole in the suction line tubing. The product was not changed out. There was an estimated 50ml of blood loss. There was no harm to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for evaluation, the exact root cause could not be identified. There was no lot number provided, the design history file could not be reviewed. The event may have occurred due to the tubing being damage during the unpacking or handling process. (B)(4).